Event description:
Customer called to report that a few drops were leaking from the probe of the coulter ac.t diff2 analyzer. Customer also stated that the instrument was generating white blood cell (wbc) voteouts. Customer stated that patient samples and results were not affected, and that no one was exposed to or harmed by the instrument leak. The customer technical specialist (cts) attempted to troubleshoot the instrument with customer via telephone. The cts instructed customer to clean the probe wipe, and then to bleach the probe vacuum path and wbc countline. The cts then scheduled a service request because the leaking continued. The field service engineer (fse) inspected the instrument and found that the source of the leak was the rinse block, not the probe, and that the white aperture was plugged. The fse replaced the waste drain tubing of the rinse block and the white aperture. There was no further evidence of leaking. Therefore, the root cause for the leak was the waste drain tubing for the rinse block. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument leak issue.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).